Event description:
A customer reported experiencing a problem with the position of the foot pedal during a cataract procedure. The case was completed. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative cleaned and lubricated the footswitch. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.